Manufacturer narrative:
Device history record completed. Results state: "review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications."

Event description:
Health professional reported left side swelling and seroma, and lymphoma confirmed by cytology. Lymphoma was identified as anaplastic large cell lymphoma. Follow-up findings noted, "[patient] did well until recently when [they] noted swelling in the left breast. Imaging study showed a large seroma collection around the implant. This was aspirated and cytology showed anaplastic large cell lymphoma, alk negative... Was noted that the MRI did not show any spread of tumor beyond the capsule." Seroma was drained. Cytology report stated, "immunohistochemical stains performed on the cell block demonstrate diffuse strong expression of cd30, may cells expressing cd3 and epithelial membrane antigen (ema), and no cells expressing pan-cytokeratin or alk1." Pathology report includes the microscopic description that states, "sections of part a, left breast capsule, show a diffuse inflammatory infiltrate comprised predominantly of lymphocytes and plasma cells."

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)

Manufacturer narrative:
Device labeling addresses: based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Health professional reported left side swelling and seroma, and lymphoma confirmed by cytology. Lymphoma was identified as anaplastic large cell lymphoma. Follow-up findings noted, ¿[patient] did well until recently when [they] noted swelling in the left breast. Imaging study showed a large seroma collection around the implant. This was aspirated and cytology showed anaplastic large cell lymphoma, alk negative¿it was noted that the MRI did not show any spread of tumor beyond the capsule.¿ seroma was drained. Cytology report stated, ¿immunohistochemical stains performed on the cell block demonstrate diffuse strong expression of cd30, may cells expressing cd3 and epithelial membrane antigen (ema), and no cells expressing pan-cytokeratin or alk1.¿ pathology report includes the microscopic description that states, ¿sections of part a, left breast capsule, show a diffuse inflammatory infiltrate comprised predominantly of lymphocytes and plasma cells."

Manufacturer narrative:
Medwatch sent to FDA on 06/06/2016.

Event description:
Health professional reported left side swelling and seroma, and lymphoma confirmed by cytology. Lymphoma was identified as anaplastic large cell lymphoma. Follow-up findings noted, "[patient] did well until recently when [they] noted swelling in the left breast. Imaging study showed a large seroma collection around the implant. This was aspirated and cytology showed anaplastic large cell lymphoma, alk negative... It was noted that the MRI did not show any spread of tumor beyond the capsule." Seroma was drained. Cytology report stated, "immunohistochemical stains performed on the cell block demonstrate diffuse strong expression of cd30, may cells expressing cd3 and epithelial membrane antigen (ema), and no cells expressing pan-cytokeratin or alk1." Pathology report includes the microscopic description that states, "sections of part a, left breast capsule, show a diffuse inflammatory infiltrate comprised predominantly of lymphocytes and plasma cells."